Event description:
It was reported that during an external fixation for an ankle fracture the surgeon installed all the rod attachments for large multi-pin clamps and was in the process of final tightening the rod attachments, when the rod attachment stripped. This caused the surgeon to remove the rod attachments and re-install with one new rod attachment and tighten. Surgeon did complete the procedure. Surgeon noted this has happened before.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the visual evaluation of the 390.003 clamp shows damage to what appears to be a stripped thread exposed at the intersection of the threads in the 390.002.1 rod clamp, and the threads of the 390.002.8 bolt. The bolt appears to be bent. Damage is post-manufacturing. The 390.002.8 bolt, which tightens the 390.002.1 rod clamp onto the carbon fiber rod, could not be unscrewed. The bolt is elongated from field usage, and the bolt is captivated, and further evaluation was required to investigate the cause for this. The 390.002.1 and the 390.002.8 were cut to expose the threads, and visual evaluation of the cut away section of the thread area shows damage to the threads on the 390.002.8 and 390.002.1. The threads are missing on the bolt. After the bolt was cut into two pieces, only the measurement for the 8.3- 8.7 dimensions on (B)(4) was obtainable. The 390.002.2 (washer) was damaged, so the thickness could not be accurately measured. It is concluded that this complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this complaint (B)(4).